Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Additionally, it was also reported that the wake button on the pump has been persistently very difficult to press and required multiple presses to turn the pump screen on. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.